Manufacturer narrative:
(B)(4). The instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that a patient underwent an unknown spinal surgery using an instrument. Post-op the image was shown to be short, shaky, and unstable. Also, the product was checked and found to have a little backlash between the scope and an attachment. Although that backlash was very small, it was amplified on the monitor image and could hinder operative procedures. Per the surgeon, "that shaky image was troublesome especially in the procedure like microendoscopic laminectomy (mel)".

Manufacturer narrative:
Additional information: analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.